Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of an unspecified phaseal syringe adapter there was leakage as ¿a chemo spill occurred due to the phaseal syringe adapter breaking.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: no pictures or decontaminated samples were received by our quality team for investigation therefore the leakage cannot be verified. One chemo-contaminated sample was received although cannot be evaluated due to the hazards associated with chemo agents. Two retained samples were evaluated by the quality team. Upon visual inspection of the retained samples, no defects were noted, the luer lock was properly molded, and no leak was found when the injector was used together with a syringe. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the quality team's investigation, the root cause of this incident cannot be determined. Investigation conclusion: based on information received the defect cannot be confirmed. No evidences of any defect were found in retained samples nor during device history record review.

Event description:
It was reported during use of the bd phaseal¿ injector luer lock n35 there was leakage as ¿a chemo spill occurred due to the phaseal syringe adapter breaking.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
It was reported during use of the bd phaseal¿ injector luer lock n35 there was leakage as ¿a chemo spill occurred due to the phaseal syringe adapter breaking.¿ there was no report of injury or medical intervention. Medical device brand name: bd phaseal¿ injector luer lock n35, medical device type: onb, medical device manufacturer: (B)(4), common device name: injector, medical device cat #: 515003, medical device lot #: 1707111, UDI: (B)(4), medical device expiration date: 12/31/2019, manufacturing location: (B)(4), 510k: k123213, device manufacture date: 08/23/2017.